Event description:
The patient reported their device did not feel right and seemed to be causing some kind of problem since it was implanted on (B)(6) 2015. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)